Manufacturer narrative:
Follow-up information from 19-apr-2016: quality-safety evaluation of ptc. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Essure perforation questionnaire received on 11-may-2016: the patient's medical history included 3 pregnancies with 2 parities and one elective abortion. Previous gynecological intervention was denied. Essure ess305 was inserted on (B)(6) 2013 with lot number a47947. Cervical dilation and general anesthesia were used during procedure. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. She was on depoprovera at time of procedure. Insertion did not occurred after c-section delivery and she was not breastfeeding at time of insertion. Abnormal uterine findings prior to insertion were denied. Complaints immediately after insertion were denied. On (B)(6) 2013, hsg was done and confirmed tubal occlusion. In 2015 (2 years after insertion), unilateral right perforation (isthmic region) was diagnosed by laparoscopy. Left insert was in correct position. She presented with abdominal pain and bloating, which were identified at routine check-up. On (B)(6) 2016, essure was removed via laparoscopy. Removal was done because it was medically necessary (pain) and because of patient's request. Pathology results revealed thin band (unreadable) of adhesion to omentun. Intraoperative findings showed portion of essure incised with adhesions. The outcome was reported ads recovering/resolving. It was reported that patient is still with bloating and discomfort. Left essure was still in place. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a unilateral right perforation diagnosed approximately 2 years after essure insertion. A laparoscopic removal surgery was performed due to perforation to remove this micro-insert. Left coil was left in place. She was recovering. This event, seen as fallopian tube perforation, is serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case, the circumstances and mechanism of this perforation were not informed, considering the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Based the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. An updated analysis including the lot number analysis is being sought.

Manufacturer narrative:
Follow up 27-may-2016: quality-safety evaluation of ptc, lot number: a47947. (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a unilateral right perforation diagnosed approximately 2 years after essure insertion. A laparoscopic removal surgery was performed due to perforation to remove this micro-insert. Left coil was left in place. She was recovering. This event, seen as fallopian tube perforation, is serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case, the circumstances and mechanism of this perforation were not informed, considering the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. The outcome of ptc investigation (updated with lot number) resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a non-health professional in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2013 for permanent sterilization. Laparoscopic removal surgery was on (B)(6)-2016. Essure removal was due to perforation. Follow-up received on 14-apr-2016: no new clinical information. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and a laparoscopic removal surgery was performed due to perforation. This event, seen as fallopian tube perforation, is serious due to medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case, the circumstances and mechanism of this perforation were not informed, considering the event's nature, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Further information (including perforation questionnaire) and technical analysis have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.